Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient therapy manager (ptm) was displaying screen 59: settings not available, and screen 16: no device found. It was also reported that the event log of the ptm had the last error occurring on (B)(6) 2018. The patient stated that adaptive stimulation had been set up with a manufacturer representative, telling them adaptive stimulation was on. The patient reported that within the past couple of days that they had noticed that adaptive stimulation was off, and they did not turn it off. A replacement ptm was sent. No patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-02-20 additional information was received from the patient. It was reported that they had not changed their activity level or changed the device programming when the device shut off by itself. The patient communicated that replacement of the patient therapy manager had resolved the issue of stimulation shutting off by itself. The patient reported that their weight at the time of the event was (B)(6) lbs. No additional patient symptoms, and no additional device complications were reported for this event.